Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited error code 41541 and alarmed constantly. There was no service history in past 12 months. The reported 41541 issue was confirmed multiple times in event history log. Visual/functional testing was performed, and the complaint was not duplicated. No loss of power or alarms were duplicated. The probable cause of the reported issue is intermittent failure of latch lock flex sensor. A moderate bubbled downstream occlusion (dso) seal was found along with scratched lens.

Event description:
It was reported that the pump exhibited error code 41541 and alarmed constantly. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available